Manufacturer narrative:
On the follow up communication, it was conveyed, that the hospital manager informed ofr (olympus france) service center that the endoscope was sent by mistake , and that the last microbiological results were conform. Customer provided the culture test results with passed/conforming results however, the cds checklist was not provided. The customer provided the hmi (hygiene microbiological investigation) results with the following : first disinfection and cleaning (culture results on june 14, 2022) - device tested positive with escherichia coli greater than 100 cfu/ 100 ml and pseudomonas aeruginosa greater than 100 cfu/ 100 ml. After cleaning, disinfection and controlled storage , the second disinfection and cleaning (culture results on june 17, 2022) -device tested with results of 1 cfu/ 100 ml (conforms to specification of less than 5 cfu/100 ml ) and with absence of microorganism indicators. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to inform that upon review and assessment by the legal manufacturer, the complaint was sent by the customer by mistake and that the device conforms. The customer provided the culture test results with passed/conforming results. As the device culture test results conforms , there is no third party subsidiary culture test performed. No third party hygiene microbiological investigation (hmi) results will be provided. Per legal manufacturer , since it was confirmed that it was a customer information error, it will be processed as non-valid complaint. This supplemental report is being submitted to correct the reporting of this event. Per the legal manufacturer this was not a complaint.